Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was last seen for a programming visit in 2014. In (B)(6) 2018 the user reported about recent intermittent access to sound with fluctuations and decrease in hearing performance with the device as well as notable decrease in magnet adhesion to internal device. The user reports headaches and mild pain around the internal device site with and without the processor on. No trauma was reported. The user will have an appointment with the surgeon for a medical assessment.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Additionally, the recipient was experiencing pain and headache, regardless if audio processor was worn or not. Based on the received information 1-2 electrodes were outside of the cochlear and the surgeon was unsure if there was full insertion at initial surgery. Other damages found during investigation are most likely related to explantation surgery. The investigation results appear to match the symptoms mentioned in the recipient report. This is a final report.

Event description:
The user was last seen for a programming visit in 2014. In (B)(6)2018 the user reported about recent intermittent access to sound with fluctuations and decrease in hearing performance with the device as well as notable decrease in magnet adhesion to internal device. The user reports headaches and mild pain around the internal device site with and without the processor on. The user was re-implanted on (B)(6), 2018 and is performing very well with the new implant.